Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted insulet customer support to report a medical event that occurred approximately six months prior to the date of the call. The patient reported requiring hospitalization due to elevated blood glucose levels and diabetic ketoacidosis (dka). The patient stated that, at the time of the event, the pod adhesive had loosened, resulting in the cannula becoming dislodged from the skin. While the customer support agent was in the process of transferring the call to clinical product support to obtain additional medical and product information, the patient disconnected the call. A return call was placed; however, the patient did not respond. Multiple follow-up outreach attempts were made subsequently without success. Due to the inability to re-establish contact with the patient, additional details regarding the event, medical treatment, and product information could not be obtained. The incident date was estimated as (B)(6) 2025 based on the timeframe reported during the initial call. A supplemental report will be submitted if additional information becomes available.